Event description:
A report of an explant due to infection was received. The decision was made to explant the patient's precision system. The patient was treated with oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.